Event description:
I am a victim of a doctor that performed lasik surgery, even though I wasn't a candidate for it. My pupils are larger than 6.5 mm, which is the maximum surgical cornea corrected area known as the optical zone, plus I had a high correction as well (in other words, my optical zone is a 0 farsighted in the center and partially - 10, out of the 6.5 mm center). Given this, when I am in any indoor area even during the day or even outside when it's cloudy, rainy, etc. (The only time I don't have those symptoms is outside under the sun) my pupil dilates beyond the 6.5 mm treated area, I see things double, hazy, glares around the lights and blurry, since my brain is getting sight mixed messages from the corrected uncorrected optical zone. At first, my doctor kept on saying that I need to give it more time, however, as time passed by, and I saw no progress. I realized that something was wrong. I tried calling the doctor multiple times again, but was told the same, that I need to give it more time. I went to a different corneal specialist that told me that in my left eye, I got a few other issues as well, which can be fixed with prk although in general, I got large pupils which disqualifies me for the surgery altogether. During this time, I was unable to work and drive, given my impaired vision. I have suffered greatly due to the doctors negligence and will most likely stay with impaired vision for the rest of my life. I have been sent to a neuro ophthalmologist that prescribed me pilocarpine which shrinks the pupil size so I should look through the corrected optical zone area, but the drops has some side effects (causing headaches and blurriness for the first hour or two) plus it's only for short term, like 6-8 hours and I need to drop it in more than once a day in order for me to be able to function properly. Please do something that other people should be more informed than I was, prior to making such an important decision. Thanks.